Event description:
Same case as MFR report # 3005099803-2008-06539; 3005099803-2008-06540; 3005099803-2008-06541; 3005099803-2008-06542; 3005099803-2008-06543; 3005099803-2008-06544. It was reported that upon preparation for a ureteroscopy procedure, it was noted that the 0.038 standard teflon urology guide wire had been loaded into its protective hoop the wrong way with the blunt end coming out first rather than the floopy end. This occurred with 6 more of the same device. None of the devices were used during the procedure. The procedure was completed with another of the same device.